Event description:
It was reported by the parents, that they felt the patient (who is bilaterally implanted) was able to hear better with his right cochlear implant than with his left one. Today the device was checked at the hospital, and it was found that all the electrode channels had high impedances. The device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as follow-up report.